Event description:
A us distributor contacted zoll to report that a patient developed a rash from the lifevest equipment. The patient reported having a latex allergy. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to take benadryl for the skin irritation and allergic reaction. Follow up indicated that the patient periodically removes the lifevest and takes benadryl for the skin irritation. The patient confirmed that the skin irritation improves upon removing the lifevest. A us distributor reported the patient's electrode belt had exposed wires.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Device evaluation of electrode belt (B)(4) has been completed. The reported problem (wires exposed) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash from the lifevest equipment. The patient reported having a latex allergy. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to take benadryl for the skin irritation and allergic reaction. Follow up indicated that the patient periodically removes the lifevest and takes benadryl for the skin irritation. The patient confirmed that the skin irritation improves upon removing the lifevest.